Event description:
Ten day old infant developed respiratory distress requiring placement on ventilator support. X-ray as part of work up showed left arm PICC line no longer in superior vena cava. Tip noted at mediastinal area with possible loped area at axilla. Infant's neck bilateral edema noted and at mediastinum of chest. X-ray with contrast done - extravasation noted in mediastinal area. PICC line removed intact but not saved. Other remarks: current assessment (B)(6) 2014, nasal cannula oxygen 3l 26% fraction inspired oxygen 1.68 kg. Preterm former (B)(6) week. Respiratory distress syndrome, surfactant x1. Evolving chronic lung disease. S/p suspected sepsis. S/p persistent metabolic acidosis. Periventricular leukomalacia. Suspected gastroesophageal reflux.